Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacturing date could not be determined. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to wear and tear from frequent use of the device. In addition, the following non-reportable malfunctions were found during the device evaluation; the light-guide fiber at the distal end was damaged, the outer tube was bent, the image was blurry due to a damaged lens in the optical system, the cold light connector was scratched, the laser marking was faded and partially illegible, and the telescope in general showed signs of significant wear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope, had a missing lens at the light guide connector. The issue was found during reprocessing. There were no reports of patient harm.